Event description:
Complaint states: "greater trochanteric screw has broken at the point of polyethylene parts. Tip of the screw out of broken parts; went down in the joint space of the hip. The pt has dislocated three times.